Manufacturer narrative:
Visual inspection: device was inspected and confirmed to have deformed at the distal tip in a rotational pattern. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. As the device was manufactured in 2018, it is possible that repeated use of the instrument during its service life weakened the material integrity at the tip, contributing to tip deformation.

Event description:
A company representative reported that an ozark threaded screwdriver stripped. The procedure was successfully completed with no surgical delay or adverse consequence to the patient.

Event description:
A company representative reported that an ozark threaded screwdriver stripped. The procedure was successfully completed with no surgical delay or adverse consequence to the patient.